Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. (B)(4)

Event description:
It was reported that during the implant procedure, there was high/unstable thresholds. Three attempts of positioning with insufficient threshold values. During inspection of the lead, the physician detected, that the screw "jumped" out after nearly 30 rotations of the mechanism. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.